Event description:
Spontaneous communication; per medical assistant report, pt needs the auto injector. He broke it while trying to administer the medication to himself. Unspecified if pt missed a dose or experienced an adverse event. Unk product lot number or expiration date. Unk if device is available for return. No further info provided. Reported to (B)(6) by pt/caregiver.